Event description:
A malfunction alarm labeled as "malf 1" was reported, and it was determined that the code was not resettable. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.